Event description:
A nurse reported, at the end of the procedure, the system displayed an error message which deactivated functions. The pt was under anesthesia at the time of the event. The procedure was completed but the following two procedures were canceled. There was no pt harm reported.

Manufacturer narrative:
A company service rep examined the system. The fluidics module was replaced. The system was then tested and met all product specs. (B)(4).